Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was heating up during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. However during evaluation, a visual and functional assessment were performed which determined that the device had a hole in the hose near the muffler and the housing/swivel moved slightly when testing which caused oil to leak from this area. It was further determined that one of the housing pins were loose, the rotational speed was below minimum acceptable rotations per minute (rpm) and the motor was worn. It was further determined that the device failed pretest for hose verification, housing/swivel ¿ no rotation, housing pins ¿ no movement, rotational speed, and oil leak. It was determined that the hole in hose was caused by user error, and the housing/swivel moving slightly when testing causing oil to leak, loose pins, and the rotational speed being below minimum acceptable rpm¿s were determined to be due to component failure due to normal wear.